Manufacturer narrative:
The complaint states attune fb insert impactor broke into two pieces. No piece left in patient. No surgical delay. No product was returned to confirm the complaint. A complaints search was conducted on product code 254401009 identified one previous complaint in which no product was returned. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Impactor broke into two pieces.